Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm/keypad anomaly. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 125 mg/dl. The customer was asked to observe if the time clock advances and it does. The customer also reported that a portion of the screen has a black image. Customer was assisted with troubleshooting but the display did not return to normal. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with severely cracked and bleeding lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify missing segment/partial display and keypad unresponsive/button error alarm due to lcd damage. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.